Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the introducer sheath was too close (1-2cm) and the stent inadvertently deployed in the introducer sheath resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from no to yes.

Event description:
It was reported that the procedure was to treat a moderately calcified, distal external iliac artery that is 90% stenosed with a pre-existing dissection. The vessel was prepped with an unspecified 6mm drug coated balloon (dcb). An unspecified supera stent was deployed; however, not in the desired location, but in healthy tissue. The delivery system was removed under fluoroscopy. A second 6.0x40mm supera stent was attempted to be implanted; however, deployed in the introducer sheath. The pre-existing dissection was covered with a non-abbott device. There was no adverse sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.